Manufacturer narrative:
Corrected information in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips of both devices have fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be due to off-axis forces applied during use. DHR review per DHR review, the parts were likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported that during final tightening in surgery, two final screwdrivers' tips broke off. The tips were retrieved. A third driver was used to complete the case. There was no reported impact on the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2021-00040.

Event description:
It was reported that during final tightening in surgery, two final screwdrivers' tips broke off. The tips were retrieved. A third driver was used to complete the case. There was no reported impact on the patient. This is report two of two for this event.